Event description:
The customer reported that the surgeon was not able to open or close the jaws of the device. It was also noted that the trigger to activate the knife did not work properly. It was noted during visual inspection that the webbing of the jaws is protruding.

Manufacturer narrative:
(B)(4). The jaws were stuck shut and the knife did not extend when the trigger was activated. The knife is trapped and contained within the jaws, which is what kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. If the user tries to continue to activate the knife, this can cause the webbing to fracture and protrude. The IFU cautions to confirm that the jaws have reached the closed possible and are locked (the handle is latched) before activating the cutter.